Event description:
A malfunction with code malf 12 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer did not report the malfunction within the last 24 hours, so technical support provided instructions to reset the pump. After following these instructions, the malfunction code did not recur, and the customer was advised that they could continue using the pump. They were also instructed to call back if the malfunction code reappeared, which they acknowledged and understood.